Event description:
The physician assistant attached the vasoview (endovascular cautery device) to maquet cord, the vasoview device started to smoke. The device was immediately removed from the sterile field and replaced. It did not come into contact with the patient.